Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed to determine the cause. Reportedly, occlusion alarms were resolved by customer disconnecting infusion set from site, priming insulin using the fill tubing feature, and resuming insulin. Customer's blood glucose was in the 200 (mg/dl) range.